Event description:
During a left percutaneous nephrostolithotomy for stone burden and antegrade nephrostogram with nephrostomy tube placement, staff reported failure of the nephromax catheter balloon. It is unknown to this reporter what specifically led to the failure of the balloon.